Event description:
The subsidiary service repair technician (srt) reported that during routine testing of the device at the service center, the central control monitor (ccm) touch screen was not working properly. There was no pt involvement.